Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 132 mg/dl. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. Customer changed the cartridge to address the issue.